Manufacturer narrative:
Additional information was received on (B)(6)2019 and it was noted that the patient's outcome is fully recovered. However, it is unknown if there was extended hospitalization required. Manufacturer's reference # pc-000509099.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30181761l number, and no internal actions related to the complaint was found during the review. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smart touch sf bidirectional catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, when trying to create the map after the cavotricuspid isthmus (cti) line creation, the patient became hypotensive, and cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. Patient¿s outcome is unknown. The physician did not mention anything regarding a causal relationship between the adverse event and the biosense webster, inc. Product. No biosense webster, inc. Product malfunctions were reported. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.